Manufacturer narrative:
The implant date and lot numbers for concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). Upon explant, a small hole on the aus cuff was identified that resulted in fluid loss. The aus was explanted, and a new aus was implanted. No patient complications were reported.